Event description:
The patient did not attend his refill appointment. He waited five days to reschedule and the pump was alarming. When he visited his physician the pump reservoir was empty and the pump could not be restarted. Upon interrogation there was no indication of any alarms occurring. The pump was removed and replaced. During removal the surgeon attempted to remove the connector by squeezing the two black marks together and he was unable to do it; he chose to cut it off and replace it. The patient recovered without sequelae. The pump contained baclofen 1500 mcg/ml delivered at 349.7 mcg/day and morphine 2500 mcg/day delivered at 582.9 mcg/day.